Event description:
The pt had a pump refill in 2004. The prescription was incorrectly written and filled by the pharmacy. It was then labeled as the how it was intended, not how it was written. Two days later the pt presented to the hosp with lethargy, weakness, minimally responsive, and combative. The mistake with the prescription was then identified. The pt spent 2 days in the intensive care unit. The pump was turned back on at 50% daily rate with the same adverse reaction and then stopped. It was turned back on again at 25% with the same reaction and then stopped. The pump contents were then aspirated and correctly refilled. The pt is now doing "great, no complaints."